Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced on (B)(6) 2019 due to high thresholds and high impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.